Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophillic, posterior chamber intraocular lens. This particular pt had a phaco, clear corneal, cataract extraction, right eye 1999. Pt subsequently developed what the surgeon describes as moderate hypopyon 1999 leading to a vitreous aspiration the same day. At pt's last visit in 2000, the visual acuity was 20/30 and given an excellent prognosis. The surgeon has stated he does not feel this incident is lens related.